Manufacturer narrative:
(B)(4). Manufacturing site evaluation: four samples in closed package received for evaluation. (B)(4). Review of the database indicates no other complaints for this code batch and lot number. Batch record / batch record: review of the production documentation was performed, the control process and control of finished goods were checked, and no deviations or alterations are identified during the process. Results for batch release results for armed resistance met the requirements for this type of suture. Analysis (s) sample (s): (B)(4). Conclusions: the complaint is considered justified, as two units did not meet the requirements of this product. Actions: production quality department has been made aware of the incident in order to inform those involved in the production process.

Event description:
Country of complaint: (B)(6). Needle detachment: found upon opening.